Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not meet the physician's expectations with respect to longevity. The device was explanted after 57 months of service and replaced without incident.